Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell 2 of 4. The home patient was connected at the time of the alarm. The technical service representative assisted the patient with clearing the alarm by cycling the power on the device. During troubleshooting it was reported that the bag disconnected without falling. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned for analysis; therefore, no evaluation could be performed. However, a solution bag disconnection was reported, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.